Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was unable to charge since they had their spinal cord implanted (B)(6) 2009. It was reported that the hcp was helping with recharging, they see the normal communication screen on the recharger, but were getting zero coupling bars. It was indicated that the hcp was unable ot adjust the antenna position because the patient was in a room not close to the phone. Technical services advised the hcp to adjust the recharger antenna position, rotate the dial and check for improved recharge quality and call back if the issue was not resolved. It was also reported tha the patient had a lot more pain since they had moved to their current location as a result of not being able to charge their ins there. It was reported that the pain began on (B)(6) 2018. The hcp called back reporting that they tried to charge the patient¿s ins and could only get two coupling boxes briefly, the rest of the time there were zero coupling boxes. Technical services reviewed that the best course of action was to have the patient when appropriate, meet with their managing doctor to evaluate the system/pocket/recharger. It was again noted that the patient had never been able to charge the ins appropriately. No further complications were reported/anticipated.